Event description:
The following was reported by the pt's attorney: on (B)(6) 2007 - pt was implanted with multiple pelvic devices including a flat mesh. Attorney's report alleged permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. We have contacted the initial reporter to request additional information. This MDR includes all pt, event and device information davol has received to date. Additionally, no product was returned for evaluation. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.